Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Patient reported "defective implant." The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Patient reported "defective implant." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease flat, and openings. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified two puncture openings on the anterior side, consistent in the use of some surgical tool. Based on the device analysis the final assessment is two puncture openings on the anterior side due to surgical damage.